Manufacturer narrative:
The finalized radiometer investigation of the provided data logs identified a blood clot in the measurement path situated in the vicinity of the glu- and cl-sensors, which most likely is the root cause of the erroneous glu-measurement.

Event description:
According to the complaint a patient measurement on the abl90 on 21-04-2021 at 22:43 has been determined, the results of the measurement are not trusted by the laboratory technician and therefore the same syringe has been determined again at 22:48. For some parameters there are major differences between the two measurements. Result of first measurement at 22:43 are: cglu is 0.4 mmol/l, ccl is 101 mmol/l, po2 is 55.6 mmhg. Result of second measurement at 22:48 are: cglu is 8.7 mmol/l, ccl is 107 mmol/l, po2 is 83.6 mmhg. No messages on the print strip, it is not clear why this happened". Based on the comparable measurements at 22:43 and 22:48 the customer reported the measurements at 22:43 as false low. No reports of serious injury or death.